Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were missing patients from the pyxis. A technical support specialist noted that server memory usage was high but within specifications. The technical support specialist was unable to troubleshoot the issue without more information from the customer. The customer later emailed back and confirmed that the issue was resolved. The system functioned as intended the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patients were not flowing to the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.